Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was sticking on the left side and causing multiple button alarms to be triggered. During troubleshooting it was confirmed that the pump still turns on when plugged into a power source. Customer's blood glucose level was not impacted. It was indicated that the customer has back up manual injections for continued insulin therapy.